Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but no patient harm was reported.

Manufacturer narrative:
Review of the device diagnostic history indicated the presence of multiple error codes suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The manufacturer's field service engineer replaced the data acquisition to motor controller cable to address the reported issue; however the reported issue was not resolved. After further troubleshooting by the fse the power management board and the motor control board were replaced to address the reported issue. The device successfully passed performance specification testing. The power management board was returned to the manufacturer for failure investigation. The spi bus failure was not duplicated during failure investigation. The failure investigation technician found that a shorted l2 on the power management pcba created the 1007 error code vent inop.